Event description:
Reporter alleged due to high readings on the blood glucose monitoring device results, being taken to the hospital and treated with an IV. Reporter stated glucose readings were in the 400 & 500 mg/dl range for about a week however did not have any high glucose symptoms. Reporter stated going to the doctor who sent him to the emergency room (ER). Reporter indicated ER device read 260 mg/dl and was treated then with an IV, contents unknown. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.